Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "when rotating the nail to adjust its position during insertion of the guide pin for the lag screw, the guide was rotated without being fully removed, and then rotated again with the handpiece, causing the guide pin to shear off."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a user related issue. As mentioned in the reported event, the user was rotating the devices while the k-wire was not fully removed, therefore leading to the breakage of its tip. In this relation, the operative technique indicates the following: k-wire placement: the target device may be held by an assistant to prevent its weight from externally rotating the nail until the next stage is completed. Check the proper k-wire position with the image intensifier in both the anterior, posterior and mediolateral views to ensure that k-wire deflection did not occur. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when rotating the nail to adjust its position during insertion of the guide pin for the lag screw, the guide was rotated without being fully removed, and then rotated again with the handpiece, causing the guide pin to shear off."